Event description:
Customer reported treatment for low blood glucose. The paramedics treated the blood glucose level of 41 mg/dl. Paramedics treated customer with glucose tablets. Customer declined to be taken to the hospital. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.